Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String unravels [device breakage]. Case description: reporter stated that the tampon string unravels. No injury was reported.